Event description:
It was reported that the facility's "soc (security operations center) received alerts late on sunday night regarding suspicious activity picked by cylance as malware related on all 6 of the alaris servers (across prod, test and training environments)." Per report, "a few members of their security team were flagged immediately." The customer initiated an urgent call with bd on monday morning. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: a110207-problem with software installation, c1004 - software installation problem identified, d1101 - failure to follow instructions. Additional information: imdrf annex a, g, c and d codes.

Event description:
It was reported that the facility's "soc (security operations center) received alerts late on sunday night regarding suspicious activity picked by cylance as malware related on all 6 of the alaris servers (across prod, test and training environments)." Per report, "a few members of their security team were flagged immediately." The customer initiated an urgent call with bd on monday morning. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: medical device model #, imdrf annex a, b, c, d codes and manufacturer narrative. Investigation summary: the report that of a cyber security attack was detected on the facilities servers was confirmed by bd cyber security, however the concern was attributed to a software installation (remote support services agent) and was not a cyber-attack. Laboratory testing could not be performed. The reported issue is with the alaris server software and not an infusion device. Bd cyber security was notified of the reported complaint, and they provided the following information to the facility. Remote support services (rss) agent server updates are being deployed over the next month to the entire bd customer base. These updates are deployed as required once they have been tested, validated, and released. Typically, there is no customer notification if there is no downtime required and it is not an update to the product application itself. All products that utilize rss will be in scope for the upgrade of the rss agents. The new version of rss agents has been available for over a year and has been installed on multiple environments prior to this major push. Per the bd product security whitepaper (v12.3.1), bd has implemented reasonable administrative, technical, and physical safeguards to help protect against security incidents and privacy breaches involving a bd product, provided those products are used in accordance with bd¿s instructions for use. However, as systems and threats evolve, no system can be protected against all vulnerabilities, and we consider our customers the most important partner in maintaining security and privacy safeguards. Bd continuously strives to improve security and privacy throughout the product lifecycle using practices such as: privacy and security by design; product and supplier risk assessment; vulnerability and patch management; secure coding practices and analysis; vulnerability scanning and third-party testing; access controls appropriate to customer data; incident response; clear paths for two-way communication between customers and bd. A review of the logs could not be performed. The reported issue is with the alaris server software and not an infusion device. There was no patient involvement. Root cause: the root cause of the report of a cyber security attack was detected on the facilities servers was attributed to a software installation (remote support services agent) and was not a cyber-attack.

Event description:
It was reported that the facility's "soc (security operations center) received alerts late on sunday night regarding suspicious activity picked by cylance as malware related on all 6 of the alaris servers (across prod, test and training environments)." Per report, "a few members of their security team were flagged immediately." The customer initiated an urgent call with bd on monday morning. There was patient involvement but no harm.